Event description:
It was reported that (1) device was used during a radical prostatectomy. It was reported by the rep that the surgeon fired the rpfxb and the staple line was not complete. The operation was completed using the surgeon's previous method of hand tieing. No further consequence to the pt.